Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer dealer reported when the avea ventilator was plugged into the ac power, and the customer noticed there was burning smell from the rear of the unit followed by a "pop" sound. It was determined that the burning smell came from the power supply printer circuit board assembly. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Per results of investigation from the carefusion failure (fa) lab, the suspect vela ventilator power supply was received and inspected. The reported "pop" sound was not duplicated, but the reported burning smell was verified when the power supply was connected to ac power. The power supply will be returned to the supplier/manufacturer for an external investigation.